Manufacturer narrative:
(B)(4). This report of a low drain volume alarm was confirmed. The root cause was identified as air in the patient line. There was no sample available for evaluation. The lot number is unknown therefore a batch review was not performed. This issue has been investigated through CAPA.

Manufacturer narrative:
(B)(4). Sample availability is unknown. The lot number is unknown; therefore a batch review cannot be performed. The devices involved in the incident were unknown. A 510(k) number will not be provided in the emdr, because the product code is unknown at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a low drain volume alarm during the initial drain on the homechoice machine (hc). The caregiver(cg) stated the home patient (hp) has a current drain volume of 27ml and last fill volume of 2500ml. The cg stated the hp feels empty. The technical service representative (tsr) assisted the cg to inspect the patient line for any kinks or occlusions. The cg stated there was air in the patient line. The tsr advised the cg to end therapy and contact the nurse. There was patient involvement; however, there was no injury or medical intervention reported.